Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial #: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported patient programmer (pp) batteries do not last that long. She has to replace them once a month. She had to replace them about every month and now like every 28 days. Patient confirmed she was using (B)(6) alkaline batteries. Patient reported the first time she noticed the batteries in pp were dead was in october when she had her symptoms return. They were back the same way as before. She then checked the pp and pp batteries were dead. The patient also reported that she had a revision end of (B)(6) 2018 because the ins was jutting out. Patient stated she thinks she was playing with it. They asked her if she had been touching the ins a lot. She said 'yes, weird'. They told her not to touch it. Patient described it was like a ledge there. It was probably her fault. Someone has said it might have just gotten out of pocket or something. It was kind of bothersome, plus when she pulled up her pants it got kind of hung on it. She had a revision surgery where they shoved the ins in further. It was perfect now. Now it was flat, perfect. She does not touch it. There were no further symptoms or complications reported or anticipated.